Event description:
It was reported that upon interrogation of the device, the device revealed a complete lack of r-wave sensing even at the most sensitive setting. The device was reprogrammed to a minimal ventricular pacing (mvp) mode to allow intrinsic conduction, however, due to right ventricular (rv) lead undersensing, the device paced. It was noted that the r-wave trend data showed fluctuation between a low sensing value and an in-range sensing value over the last 80 weeks. The physician attempted to replace the pace/sense portion of the rv lead, but the superior vena cava (svc) was occluded and the lead could not be placed. The device was exchanged for a new device with integrated bipolar, the chronic lead was reprogrammed to integrated bipolar, and then the chronic lead sensed consistently. The device was explanted and replaced, the attempted lead was not used, and the chronic lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.